Event description:
Premature baby at (B)(6) gestation was receiving IV fluids, the catheter was placed on (B)(6) 2019 at 2210, was leaking on (B)(6) 2019. When it was evaluated to be removed, the catheter did not come out. The part under the skin broke and was removed intact. No part of the catheter was retained.